Event description:
The customer called for help with his contour meter. He alleged that he performed a control test and received a result of 350 mg/dl. The customer performed additional control tests during the call and received a result of 364 mg/dl. The normal control range was 110-152 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.